Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-sensed t-wave oversensing was observed. The patient received inappropriate therapy on one occasion. Reprogramming the device was recommended.